Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6).product type recharger product ID h3: analysis of the wireless recharger (s/n: npp022210n) revealed that no anomalies were visually observed. The device was found to be unresponsive and the patient's complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs, this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. The reason for call was patient states the charger for their interstim isn't working. Patient states when she places wr9220 on the dock to charge the wr, the battery just kind of spins rapidly and it's not turning on--when wr is off the dock it does not respond. Patient service specialist asked when this issue started and the patient states probably about a week ago. Patient spoke with medtronic representative dennis last name asked unknown on friday or saturday. The representative tried to help the patient reset the charger by holding the power button down but that did not resolve the issue. At this point the battery on the charger just spins rapidly and it won't respond. When the charger is on the dock it will show the light on the battery but when it is off the dock nothing happens. The issue was not resolved through troubleshooting. An email was sent to the repair department.